Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the thermal printer paper keep rolling out. The field service engineer reseated the printer cable and replaced the bad communication sled to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the thermal printer paper keep rolling out. The customer reported that all light icon flashing in pyxis machine, caused a critical override and to a disconnected mode. The customer stated that the user was unable to remove/issue medication to the patient and this malfunction caused a delay. There were no adverse events or injuries reported based on this incident.